Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This incident was reported to the FDA by the hospital via medwatch uf/importer report# (B)(4).

Event description:
According to the reporter, during an open reduction and internal fixation of fractured mandible/fx left angle, impacted wisdom tooth #17 horizontally, evidence of infection surgical debridement, placement of hardware and surgical removal of tooth #17. While using a screwdriver from the synthes facial fx set, the teeth of the screwdriver broke off. Pieces were extracted and the case was finished.